Event description:
The customer reported the battery was broken and only functioned when plugged into ac power. A review of the device error log during investigation found n56 replace battery alarms. The device displayed a ¿depleted battery¿ message upon power up and the battery icon showed empty during self-test. The device was connected to ac and a message to keep the device plugged into ac was displayed. The device passed a self-test on ac. When ac was disconnected, the device displayed a depleted battery message and powered off. A new battery was installed and the change battery option was keyed and the device then passed testing. The complaint was confirmed and the probable cause is a combination of a depleted battery and change battery option not keyed which has been determined to be associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.